Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information or completion of our investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6) , phone number: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) fiber optic connector was broken. There was no patient involvement thus no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) inspected during pm the cardiosave intra-aortic balloon pump (iabp) unit had broken fiber optic senser extension. I resolved the issue by replacing cable assy fo sensor extension (0012-00- 1562). Then I completed a full pm. Returned to the customer and released for clinical use.